Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. Approximately 21 days later, the patient presented with epithelium ingrowth in the right eye. The following day, a flap lift and rinse was performed. Postoperatively, the patient was seen in 12/06 and 9 days after that with an uncorrected visual acuity of 20/20 at both visits. The association between the event and the device is unknown.

Manufacturer narrative:
Surgery support was provided by an intralase clinical applications specialist in 2006 and the laser was working clinically within specifications. An intralase field service engineer (fse) performed preventative maintenance on the device in 2006, 10 days prior to the original surgery. Additionally, in 2007, a fse inspected and serviced the laser, including preventative maintenance service. Upon departure, the laser met specifications and performed as intended.